Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited details provided in the medical records, there was no indication of involvement of the bard / davol flat mesh in any of the operative details occurring post implant and there were no office visit notes, imaging or pathology reports to suggest involvement. At this time no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with stress urinary incontinence (sui), cystocele and underwent a cystocele repair, pubovaginal sling suspension with implant of a bard/davol flat mesh and non bard/davol anchors. On (B)(6) 2008 - the patient underwent a laparoscopic vaginal hysterectomy. (Incomplete operative detail, no mention of the bard/davol flat mesh). On (B)(6) 2009 - the patient was diagnosed with stress urinary incontinence and underwent cystoscopy with implant of a non bard/davol tvt mesh sling. (No mention of the bard/davol flat mesh). On (B)(6) 2010 - the patient was diagnosed with chronic vaginal wall pain and dyspareunia from scar tissue and underwent injection of the vaginal wall mucosa with alcohol for neurolysis due to "chronic vaginal wall pain and dyspareunia from scar tissue, post hysterectomy." (No mention of the bard/davol flat mesh). On (B)(6) 2010 - the patient was diagnosed with spontaneous drainage of paravaginal hematoma and underwent repair of the vaginal apex defect. (No mention of the bard/davol flat mesh) the attorney alleges outcomes attributed to device of abdominal pain, abscess, additional surgery, pain during intercourse, recurrence of sui, scarring and vaginal bleeding.